Event description:
A customer reported that he still has to wear eye glasses following bilateral intraocular lens (iol) surgeries. Surgeon information was not provided; follow up could not be conducted. There are two medical device reports associated with these events; this report is for the first eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. Surgeon information was not provided, follow up could not be conducted. (B)(4).